Manufacturer narrative:
Investigation results: an evaluation could not be performed as the device is currently being retained by the facility. A review of product history found similar reports. A corrective action is in process to address this failure mode.

Event description:
The customer reported that during use of this disposable cannula in a shoulder arthroscopy, the distal tip broke off and had to be retrieved. There was no report of serious injury or surgical delay related to this event.